Event description:
It was reported that during a percutaneous coronary intervention, catheter removal difficulty and shaft break occurred. The target lesion was located in the mid circumflex artery. The 3.00mm x 28mm promus element plus stent was used for direct stent placement. The stent was deployed to the lesion at 16 atmospheres for 16 seconds. Upon deflation of the stent balloon, an attempt was done to pull the stent delivery system into the unspecified sheath however, resistance was encountered as the stent balloon was not able to rewrap completely. While pulling the stent delivery system, the shaft separated between the hypotube and the monorail portion. The proximal part of the stent delivery system came out completely. The entire 5f cls3 convey guide catheter and the distal part of the stent delivery system were removed completely as one unit. Post interventional ultrasound was performed and then post dilation was performed with an unspecified balloon catheter to complete the procedure. No patient complications were reported and the patient tolerated the procedure well.

Event description:
It was reported that during a percutaneous coronary intervention, catheter removal difficulty and shaft break occurred. The target lesion was located in the mid circumflex artery. The 3.00mm x 28mm promus element plus stent was used for direct stent placement. The stent was deployed to the lesion at 16 atmospheres for 16 seconds. Upon deflation of the stent balloon, an attempt was done to pull the stent delivery system into the unspecified sheath however, resistance was encountered as the stent balloon was not able to rewrap completely. While pulling the stent delivery system, the shaft separated between the hypotube and the monorail portion. The proximal part of the stent delivery system came out completely. The entire 5f cls3 convey guide catheter and the distal part of the stent delivery system were removed completely as one unit. Post interventional ultrasound was performed and then post dilation was performed with an unspecified balloon catheter to complete the procedure. No patient complications were reported and the patient tolerated the procedure well.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: two catheter sections, with break sites are at two different locations, were returned belonging to two different promus element (plus) catheters. An examination of the returned section of device for this complaint identified that the hypotube was severely kinked at various locations along its length. The midshaft was stretched and broken at 15mm distal to the midshaft bond. It is clear from the kinks and the break in the midshaft that excessive force was applied to the device. The corewire was undamaged. The distal section of the midshaft break, including the balloon and tip sections of the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).